Manufacturer narrative:
Correction b3 date of event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein patients lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is unable to enter MRI mode due to impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.